Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and the reported difficult positioning was due to procedural circumstance/user technique. The reported difficult gripper actuation was a cascading effect of difficult positioning. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip will not be returned as it was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Visibility was poor due to image quality. An xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught on chordae. It was then observed that the anterior gripper was not working. Troubleshooting was performed and the clip was able to be free from chordae. The physician decided to remove and replace the clip. It was noted while outside the anatomy, the grippers worked as intended. One clip was then placed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.